Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. The manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted, give date: unknown/not provided; but reported as 3 weeks ago. If explanted, give date: not applicable as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted".

Event description:
It was reported that after implantation of a symfony intraocular lens (iol), approximately 3 weeks ago, the physician noted that he has a patient where one of the haptics may not be in the bag and the lens is tilted and decentered. Furthermore, the patient appears to be minus 2.0, myopic. Patient was not complaining, however since one haptic is out of the bag, the iol may have moved forward thus creating the postoperative myopia. Physician also states that the patient still has a bcva (best corrected visual acuity) of 20/20. No further information was provided.